Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same date, the patient began treatment for the peritonitis with fluconazole ( 200 milligrams, intraperitoneally (ip), stat dose) and meropenem (1 gram, once a day route not specified). On an unreported date, in the same month as onset, the treatment with antibiotics was discontinued. Approximately one week after being admitted to the hospital, the patient was discharged. On an unreported date, in the same month as onset, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.